Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right atrial (ra) lead and pacemaker mediated tachycardia (pmt) stored episodes. Technical services (ts) reviewed and noted the rhythm appeared to be atrial or sinus driven. Ts provided reprogramming options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.